Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and substance abuse ('substance abuse') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), substance abuse (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), menopause ("menopause"), depression ("depression/psych injury"), anxiety ("anxiety/psych injury"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, substance abuse, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, weight increased, menopause, depression, anxiety, fatigue and migraine had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menopause, menorrhagia, migraine, pelvic pain, substance abuse and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), psych injury related to essure (depression, anxiety). Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Case becomes incident. Injury nos replaced with new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), psych injury related to essure, fatigue, migraine, weight gain, menopause, depression, anxiety, substance abuse were added. Outcome of the events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), menopause, depression, anxiety, substance abuse updated. Plaintiff's information updated. Date of insertion and date of removal added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and substance abuse ('substance abuse') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, restless legs, vaginal discharge, irregular periods, first trimester pregnancy, threatened abortion, chickenpox, sexually transmitted disease and miscarriage. Concurrent conditions included overweight, knee pain, sciatica, headache, nasal congestion, sore throat, dysuria, drug abuse, dental caries, urinary tract infection, neck pain, shoulder pain, scabies, anxiety disorder, major depressive disorder, hand pain and wound. Concomitant products included ibuprofen since 2005, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013 and paracetamol (tylenol) since 2005. In 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)/menstruation pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced substance abuse (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression/psych injury"), anxiety ("anxiety/psych injury") and migraine ("migraine"). The patient was treated with piroxicam (paxil) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, substance abuse, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, weight increased, menopause, depression, anxiety, fatigue and migraine had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menopause, menorrhagia, migraine, pelvic pain, substance abuse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), psych injury related to essure(depression, anxiety). 3 coils were noted to be present in the uterine cavity on right tubal ostia and coils were noted to be present in the uterine cavity on left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: vaginal haemorrhage, depression, fatigue, back pain, dysmenorrhea, anxiety and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and medical record received. Event added: abnormal bleeding (vaginal). Event severity added for: back pain and dysmenorrhea (cramping)/menstruation pain. Medical history, lab data, treatment and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), substance abuse ('substance abuse') and salpingitis ('salpingitis isthmica nodosa') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, restless legs, vaginal discharge, irregular periods, first trimester pregnancy, threatened abortion, chickenpox, sexually transmitted disease, miscarriage, endocervicitis, cyst and dysfunctional uterine bleeding. Concurrent conditions included overweight, knee pain, sciatica, headache, nasal congestion, sore throat, dysuria, drug abuse, dental caries, urinary tract infection, neck pain, shoulder pain, scabies, anxiety disorder, major depressive disorder, hand pain and wound. Concomitant products included ibuprofen since 2005, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013 and paracetamol (tylenol) since 2005. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/menstruation pain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced substance abuse (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression/psych injury"), anxiety ("anxiety/psych injury") and migraine ("migraine"). The patient was treated with piroxicam (paxil) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, substance abuse, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, weight increased, menopause, depression, anxiety, fatigue and migraine had resolved and the salpingitis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menopause, menorrhagia, migraine, pelvic pain, salpingitis, substance abuse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), psych injury related to essure(depression, anxiety). 3 coils were noted to be present in the uterine cavity on right tubal ostia and coils were noted to be present in the uterine cavity on left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: vaginal haemorrhage, depression, fatigue, back pain, dysmenorrhea, anxiety and abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), substance abuse ('substance abuse') and salpingitis ('salpingitis isthmica nodosa') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, restless legs, vaginal discharge, irregular periods, first trimester pregnancy, threatened abortion, chickenpox, sexually transmitted disease, miscarriage, endocervicitis, cyst and dysfunctional uterine bleeding. Concurrent conditions included overweight, knee pain, sciatica, headache, nasal congestion, sore throat, dysuria, drug abuse, dental caries, urinary tract infection, neck pain, shoulder pain, scabies, anxiety disorder, major depressive disorder, hand pain and wound. Concomitant products included ibuprofen since 2005, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013 and paracetamol (tylenol) since 2005. In 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)/menstruation pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced substance abuse (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression/psych injury"), anxiety ("anxiety/psych injury") and migraine ("migraine"). The patient was treated with piroxicam (paxil) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, substance abuse, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, weight increased, menopause, depression, anxiety, fatigue and migraine had resolved and the salpingitis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menopause, menorrhagia, migraine, pelvic pain, salpingitis, substance abuse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion:(B)(6) 2012 and (B)(6) 2012. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), psych injury related to essure(depression, anxiety). 3 coils were noted to be present in the uterine cavity on right tubal ostia and coils were noted to be present in the uterine cavity on left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: vaginal haemorrhage, depression, fatigue, back pain, dysmenorrhea, anxiety and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received. Reporter information, patient medical history, event: salpingitis isthmica nodosa added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.